Event description:
Baxter clinician reported one incident of a facility experiencing backflow of blood into a PICC line while using the posiflow access device at the end of their line. This facility happens to be a recent conversion to the posiflow access device and the unit who experienced the reported incident was the infant toddler unit. Reportedly, the backflow was noted with use of a PICC line that was attached to a medex t-connector, with posiflow access device attached to the end of the t-connector. The backflow was reproted to have disappeared when the posiflow valve was changed. Further investigation with rn from infant toddler unit revealed that backflow of blood into the t-connector has occurred an indefinite number of times. An observation made by the rn was that this backflow seems to occur with use of a 16-gauge PICC line, medex t-connector and posiflow access device. Rn stated that there has not been any pt injury associated with this phenomenon, as staff tended to the backflow immediately.